Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pump demonstrated power fluctuations and a pump thrombus was suspected postoperatively. The pt remains ongoing.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's instigation is completed.